Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was implanted for failed back surgery syndrome. Following implantation, the patient experienced significant pain relief. However, over time, she progressively required higher stimulation amplitudes at each follow up visit to maintain therapeutic benefit. In parallel, we observed a progressive increase in impedance values on both leads. By (B)(6) 2025, the combination of high stimulation requirements and an increasing number of contacts out of impedance range ultimately limited the continuity of therapy. At that point, the physician made the decision to replace both leads. Prior to this intervention, multiple x-ray imaging was obtained, which did not reveal any abnormalities along the lead trajectories or at the connection points.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that both leads were replaced on 2025-nov-13.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. It was reported that after x-ray images, the wasn't enough evidence to determine the cause of the high impedance. The problem was partially resolved by reprogramming, but the physician was thinking about doing a revision surgery in the future.

Manufacturer narrative:
H6. Please note, code b18 applies to the leads as it was reported that the leads were discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances over spinal cord lead. No factors were noted to have possibly contributed to the issue. The physician indicated x-ray images to evaluate the leads path and connection, and the electrodes with high impedances were avoided and others were programmed to restore the patient therapy. The issue was not resolved at the time of report. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.